Manufacturer narrative:
Olympus received the hand instrument referenced in this report for eval. The eval confirmed that the probe was cracked which caused the probe damage error to appear. The eval noted a scrape mark on the probe and in a similar site on the electrode of the grasping section. The scrape mark on the probe indicates that the probe and electrode of the grasping section were in direct contact (jaw closed) without any tissue in between while the output was activated.

Event description:
Olympus was informed that during a myomectomy procedure a probe damage error (u504) appeared on the display. The procedure was said to have been completed using a different hand instrument with the same model and lot number. The user also experienced the same error code towards the end procedure with the second hand instrument. There was no pt injury reported.